Manufacturer narrative:
Analysis of the handpiece found the complaint could not be verified. The handpiece passed all temperature testing and was working well. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that the handpiece motor overheated during the lumbar spine fusion procedure. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.